Manufacturer narrative:
Product in complaint was returned to zoll on 07/27/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a device check performed by zoll (B)(4) that the autopulse platform displayed a user advisory (ua) 27 (encoder fault (>3000 rpm)). There was no report of any patient involvement.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation on 07/27/2015. Investigation results are as follows: visual inspection was performed and no damages were observed. A review of the platform's archive was performed which found that multiple user advisory (ua) 27 (encoder fault (speed >3000 rpm)) messages were observed, thus confirming the reported complaint. The reported complaint of the platform displaying a user advisory (ua) 27 was duplicated during functional evaluation as the platform displayed this user advisory within a few minutes of compressions. Further inspection identified that the integrated encoder gearbox was defective. A run_in test was performed with a 95% patient test fixture and no other user advisories or warnings were exhibited. Unrelated to the reported complaint of the platform displaying a user advisory (ua) 27, the clutch plate was observed to be sticky. Based on the investigation, the part identified for replacement was the integrated encoder gearbox. In summary, the reported complaint of the platform displaying a user advisory (ua) 27 was confirmed during review of the archive and functional testing. The ua was attributed to a defective integrated encoder gearbox. After the defective part was replaced, the platform successfully passed all final functional testing.